Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any staple formation issues identified? When did the adjusting knob issue occur (during opening of the device, marrying of the anvil to the trocar, after closing but before firing, during firing, etc.)? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Can you please describe the specific steps that were taken to remove the device?

Event description:
It was reported that during a low anterior resection when trying to turn the device to the left to advance the anvil it would not deploy. The device was removed from the patient, then dialed to the left and back to the right, it finally did deploy. However at the end of the procedure an anastomotic leak was found. The surgeon sutured to address the leak. There were no patient consequences reported.